Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one inappropriate electric shock during an episode of atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) reviewed device episode data and confirmed af with rvr and provided reprogramming recommendations as troubleshooting. The system was programmed to the primary vector at the time with no further actions taken after consulting with the physician. The patient was admitted to the hospital. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.